Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead's suture sleeve was lost at implant. The physician noted that there was no suture sleeve on the lead after it was implanted. The physician was concerned that the suture sleeve was in vivo but it was not seen visually or via fluoroscopy. The lead packaging had already been disposed of so a new suture sleeve was used. The lead remains in use. No patient complications have been reported as a result of this event.